Event description:
I was flossing my teeth with johnson and johnson reach dental floss (mint waxed (B)(4) lot 0692d). The floss got stuck between my teeth. It took a bit of movement and pulling to get it out. I examined the floss and found a 6mm long piece of wire within the dental floss. Retailer: (B)(6), retailer state: (B)(6). The product was not damaged before incident: no. The product was not modified before the incident: no. I still have the product and I'm looking for a way to contact the manufacturer with this information. (B)(4).